Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "low vacuum" repeatedly. The unit was replaced and the complaint unit was taken to biomed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, checked the logs but was unable to duplicate the reported issue. The fse also noticed that the atmosphere transducer reading was out of calibration. The fse attempted to calibrate the transducers but was unable to get the drive pressure reading within tolerance. The fse also noticed that during the pneumatic test, the average vacuum reading was out of tolerance. The fse opted to replace the drive manifold assembly, which includes the drive transducer and performed the transducer calibration. The transducers were now within tolerance and the average vacuum reading was also within tolerance. The facility¿s biomedical engineer also ran the unit for a few hours without any issues. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "low vacuum" repeatedly. The unit was replaced and the complaint unit was taken to biomed. No patient harm, serious injury or adverse event was reported.